Event description:
Sudden recurrent switch off/ reboot occured reportedly during an interrogation in addition to black screen and restart permanently ("sorin" screen). Recovering the programmer files and investigations are required. Preliminary analysis revealed that the reported behavior is due to a hardware issue. The subject programmer was returned for repair.

Event description:
Sudden recurrent switch off/ reboot occured reportedly during an interrogation in addition to black screen and restart permanently ("sorin" screen). Recovering the programmer files and investigations are required. Preliminary analysis revealed that the reported behavior is due to a hardware issue. The subject programmer was returned for repair.